Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield base unit was returned for evaluation: device history record (DHR) - no abnormalities related to the reported failure shown in dhrs found for lot# 079. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2007). The unit was received with the shock cushion having moved forward in the handle and was impeding the handle from closing and holding properly. The 6-inch transitional teeth were worn and needed replaced. The shock cushion and ¼ inch pin were worn and the adjustment wrench was missing. Complaint confirmed via inspection of the unit. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The transitional teeth were worn and the shock cushion was impeding the handle from closing and holding properly.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00524.

Event description:
This is 1 of 2 reports. A customer reported that the swivel attatchment of the a2101 mayfield ultra base unit was not tightening to the actual head piece. There was no known patient injury reported nor delay in surgery.